Event description:
It was reported in a printed literature article that an angio-seal was deployed in the right common femoral arteriotomy (rcfa) in conjunction with the placement of an implantable cardioverter defibrillator. Since the procedure and angio-seal deployment, the patient has experienced a cold right foot with paraesthesia and a limited walking distance. CT-angiography revealed an occlusion of the rcfa. Three weeks post percutaneous procedure, the patient went to surgery where fibrosis covering the rcfa was encountered. After the arteriotomy, the distal rcfa was found to be occluded by scar-like tissue, while the proximal rcfa was occluded by a thrombus. An endarterectomy was performed and the arteriotomy was closed with a dacron patch. Post operatively, palpable distal arterial pulses were present. The implant, explant and event date are unknown. The angio-seal deployer is unknown. Afterwards, the patient's symptoms disappeared and the ankle brachial index normalized.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.